Event description:
Patient reported that they were seen for a routine exam at their dentist office. Their dentist has provided a letter of recommendation that the patient has a persistent diastema between #7, 8, 9 and 10 that is not resolving under clear aligner therapy despite multiple refinements and corrections. The dentist does not believe the plan has been or ever will be successful in closing the anterior diastemas which are the chief concern of the patient. It is recommended the patient discontinue aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.